Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed and duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the while the user was handling the device, the charged coupled device unit was damaged due to physical stress that was likely applied to the insertion section, causing the suggested event. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed and the issue was unable to be reproduced. The device evaluation findings were as follows: the suction port and the channel port was worn, and the light guide tube and the insertion section had dents, the suction cylinder and forceps channel port had corrosion, and the universal cord and objective lens were dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image during angulation. The issue was observed after a procedure. No procedure affected and no reports of patient harm were associated with this event.